Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1588tnt2 fibertag tightrope ii abs suture limb ripped off fibertag. This was discovered during an aclr procedure on (B)(6) 2023. Additional information was received on (B)(6) 2023: the sutures ripped off the fibertag while inside the patient; all fragments were retrieved. The case was completed using another ar-1588tnt2 fibertag tightrope ii abs.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was discarded by the facility and will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.